Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature was verified to be within specifications. A fluid volume accuracy test was performed and the device failed, therefore, pal performed a more detailed inspection of the door assembly. The inspection showed that the door piston was cracked and the piston foam was deteriorated. The evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.